Manufacturer narrative:
Gbo complaint (B)(4). Received 50 loose tubes 454209/b150833r for evaluation. Samples were tested, and visually evaluated. No deviation in fill volume, sporadiac low or high low or high fill, could be observed in the tested samples. All tubes tested filled within +/- 10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be confirmed on the tested samples. We have no further complaints on the material /batch. This complaint can not be confirmed.

Event description:
Customer states that since switching from bd to vacuette tube in september, they began having issues with erroneous results on their backman coulter dxh 800 analyzers. The hematocrits are running high, which causes th mchc calculation to be low. They have two identical analyzers and are experiencing the issue on both. The issue is not occurring with every patient and is random. Both analyzers were calibrated about four weeks ago and the issue is still occurring with every patient and is random. Both analyzers were calibrated about four weeks ago and the issue is still occurring on both. Both analyzers were also moved two times at the same time the vauette tubes were put into use.